Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries have been replaced. Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). The field corrective action number has been provided. This device is a p1.5 colleague pump with a user interface module software version of 6.63.92.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.